Event description:
During surgery, the doctor took off the trial head while the resident was manipulating the leg. The trial head fell and was pushed somewhere anterior to the cup position into the peritoneal cavity. They attempted to retrieve the trial head without success. Surgery was delayed by 45 minutes.